Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary tract, performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. The stent was able to be deployed successfully and completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Initial reporter address, state: (B)(6). Device code 1069 captures the reportable event of guide catheter break. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter and push catheter was kinked. Additionally, one section of the guide catheter was returned detached and stretched. The stent was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; during product analysis, it was found kinks in the guide catheter and push catheter, additionally, one section of the guide catheter was returned detached and stretched. It is possible that operational factors, such as user technique/handling during procedure contributed to the observed kinks in the device. This device condition could cause resistance at the moment to retract the pull wire/guide catheter, continued attempts to retract the pull wire/guide catheter to release the stent or force applied to retract pull wire/guide catheter can result in guide catheter stretched and detachment due to friction between the components. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary tract, performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. The stent was able to be deployed successfully and completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.